Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 pockets a1, a3, a4, a5, c1, c3, and e1 had duplicate pockets. A technical support specialist followed knowledge article titled duplicate drawer and / or pocket information and found duplicate pockets on both station and server database and followed knowledge article titled manually unloading storage spaces: es 1.6.x-1.11.x and performed reset drawer query and then performed a full synchronization without dropping database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server auxiliary 7 drawer pockets a1 a3 a4 a5 c1 c3 e1 were displaying as full when they were actually empty. The customer confirmed through the server that auxiliary drawer 7 was showing incorrect pocket status. The customer attempted to resolve the issue by powering off the station for several minutes, multiple times, but the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.